Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a diagnosis procedure. The procedure was completed by moving the patient to another room. There was no harm to patients or users. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log files showed a connection error between the flat detector controller and the flat detector. Upon troubleshooting, fse checked the fiber optic cable connection at the detector and the cabinet and checked the detector power supply. The philips engineer cleaned the fiber connection at the detector and tested the communication between the controller and the detector, which resolved the issue temporarily. However, the same issue recurred twice. In the first occurrence, fse replaced the detector power supply, and in the second occurrence, fse replaced the flat detector. After the replacement of the flat detector, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not expose. There was no reported patient or user harm. Philips has started an investigation of this complaint.